Manufacturer narrative:
The device remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple inappropriate shocks due to double counting at higher rates. It was noted the amplitude had decreased as the rate increased. Therapy was not exhausted. It was noted the defibrillation threshold (dft) tests were not completed at implant as the patient had crashed on the table due to anesthesia. An electrode revision procedure was discussed, however the patient expired approximately one month later due to pulmonary issues unrelated to the s-ICD system.